Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet was operating in bg run mode and the dexcom g7 continuous glucose monitor (cgm) failed to pair after the user initiated pairing earlier; troubleshooting included advising the user to toggle settings and restart the ilet, after which sensor readings resumed, consistent with an intermittent communication failure involving the antenna/electrical communication path. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability problem between connected devices consistent with communication failure, with the antenna identified as the relevant device component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.